Event description:
It was reported that the patient's lead was broken and his device "basically had never worked except for 2 months." The manufacturer representative stated that his device showed high impedances and it was suspected that he had fractured leads. The patient was going to be evaluated for a possible paddle lead implant or a drug infusion system implant. As of the date of this report, no decision was made concerning the patient's future treatment plans. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 7434a, serial# (B)(4). Product type: programmer, patient: product ID 3888-33, lot# v804743, implanted: (B)(6) 2011. Product type: lead. (B)(4).